Event description:
It was reported that the penta was used to treat a distal circumflex lesion. A dissection was noted on the distal end of the penta stent after deployment. A 2.5 x 13 stent was used to treat the dissection.